Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer was treated for the low blood glucose with insulin pump. Customer¿s other blood glucose level was 300 mg/dl at the time of the call. Customer was neither in emergency room nor admitted into hospital and customer did not allege insulin pump was under delivering. High pressure test was performed and insulin flow block alarm occurred. Self test was performed and it was passed. The insulin pump will not be returned for analysis.